Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported event occurred by inappropriate reprocessing that deviate from IFU.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that cleaning inside the elevator channel during precleaning had not been performed for a long time. The device had been reprocessed with an non-olympus automated endoscope reprocessor model endoclens. Olympus medical systems corp. (Omsc) explained to the user facility the reprocess method based on the instruction manual of the device. There was no report of patient injury associated with this event.